Manufacturer narrative:
No components have been returned to the manufacturer. Cts (customer technical support) sent the replacement power harness and pcb (printed circuit board) to the customer to resolve the issue. (B)(4).

Event description:
The customer stated that the statspin express 4 centrifuge unit is not working. Upon further inspection, they found burnt power harness of the main printed circuit board (pcb). The customer was wearing lab coat, gloves and goggles. There is no report of fire or flames, and the fire department was not called. There were no reports of injury to the operator or of delay to the sample processing, and no erroneous results were generated.